Manufacturer narrative:
(B)(4).

Event description:
The customer called customer support as her coaguchek xs meter serial number (B)(4) was reporting in seconds instead of inr. After the customer was assisted in resetting the meter, the customer stated she received a questionable result. At around 9 am, the result from the meter was 5.8 inr. She stated the blood had dropped on another finger and it took her more than 15 seconds to get blood onto the strip. The customer performed a second test on a new finger and the result was 7.6 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2.5-3.5 inr. The customer stated she does have antiphospholipid antibodies. The customer was advised of the limitations stated in product labeling for using the device with antiphospholipid antibodies. The customer has no hematocrit issues and is not on any heparin or direct thrombin inhibitors. She had no change in diet, exercise, or medicine and did not show any signs of excessive bleeding or bruising. The customer's meter and an empty strip vial were received for investigation. The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.1 inr and 2.3 inr . Donor hct: 47% and 52%. Testing results: donor 1: master lot / master lot strip and customer meter 2.1 inr/ 2.1 inr. Donor 2: master lot / master lot strip and customer meter 2.3 inr/ 2.3 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 186865-24) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. No information was provided in the complaint case that would point to a cause for the result discrepancy.